Event description:
It was reported that the cap was twisted and still attached to the fiber, and the fiber broke during the procedure. The doctor kept cleaning the cap aggressively. This occurred with two different fibers. There were no patient complications. This complaint refers to the second fiber.